Manufacturer narrative:
(B)(4)

Event description:
It was reported session records revealed episodes of non-sustained right ventricular oversensing that were most likely due to myopotentials. It was recommended to perform isometric tests and deep breathing to see if the oversensing can be reproduced. Disabling the low frequency attenuation was also recommended. The isometric testing could not be completed as the patient moved to (B)(6). The patient has a follow-up appointment there. No further information is available.